Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that an ins needed to be replaced due to a dead battery. It was noted that the patient's previous system was working well until the battery died. During the replacement, there was an impedance error of >4000 on c<(>&<)>0, c <(>&<)> 2, 0<(>&<)>1, 0 <(>&<)> 2, 0 <(>&<)> 3, 1 <(>&<)> 2, and 2 <(>&<)> 3 on the new system. It was reported that troubleshooting did not resolve the error pattern. The physician decided to leave the system in place, as the patient had a "tricky airway". It was noted that if symptoms do not improve in the future, the patient will undergo a lead revision. No symptoms were reported. No further complications were anticipated/reported. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was not determined. It was further clarified that the patient is not scheduled for a lead revision and that this will only occur if the patients symptoms do not improve. The rep provided further information on the patient's "tricky airway" stating "they had troubles with her airway and did not want to keep her on the table for a long time". The patient's explanted implantable neurostimulator (ins) was disposed of by the hospital and will not be returned to medtronic for analysis.